Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381911 and lot number 3180656. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Could you please tell did the catheter broke and or separate or did the catheter split while inserted possibly due to the needle piercing through the catheter wall. If a piece of the catheter was separated, did this remain in the patient? Was it retrieved? "The catheter was not visually split during the pre-placement check-up. When we prick the patient, the passage of the initial skin is easy but as soon as about 2mm is inserted, a great resistance is felt, an intense pain for the patient. Immediate removal of the catheter is necessary. When it is removed, we notice that the cathlon is separated in two at the end like a fork. We don't think a piece came off. This inconvenience has been quite common in recent weeks with these yellow cathlons."

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard winged split/divides. The following information was provided by the initial reporter, translated from french to english: the cathlon splits and divides when the child is pricked children infused multiple times because cathlons fail, pain